Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with damages to the reservoir tube lip, battery tube threads, display window, lcd window, reservoir tube window and case.

Event description:
It was reported that the customer's insulin pump had scratches on the screen. The customer's blood glucose level was not reported. He was advised to disconnect from the insulin pump and revert to back up plan. The product was returned. Nothing further to report.